Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d4 catalog # and d4 version of model # and d4: serial deems required. This is based on the internal evaluation. Previous d4: catalog # and d4: version of model # ard568524110a. Corrected d4: catalog # and d4: version of model # ard568335999/ ard568320903. Previous d4: serial #: (B)(6). Corrected d4: serial #: (B)(6). Getinge became aware of an issue with one of surgical lights: hled. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Repair was performed by replacing the fixing screws of suspension tube. After that, the device was handed over to the customer and returned to normal use. It was established that when the event occurred, the surgical lights did not meet their specifications due to fixation screws holding the device suspension arm being loosened and, in this way, contributed to the event. Information gathered during the investigation indicates that the devices were not being used for patient treatment when the event occurred. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is very low. A root cause analysis was performed by subject matter experts, and it was established that in case of loosening of screws, the probable cause of loosening or breaking corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations (installation manual for hled 01604 ed.06, pages 11, 31, 40). In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions to check that the suspension is firmly attached by shaking the configuration and then to check the tightening of fixation screws on the suspension tube. For more details, please see the attached extract from maintenance manual (technical manual for hled 01602 ed.08, pages 15,16). In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 20th february, 2023 getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.